Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). There was no moisture damage inside the reservoir compartment and inside the pump. The pump had scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 125 mg/dl. The pump was stuck in the fill tubing screen and the insulin squirted out during the rewind. There was no compromised force sensor system alarm in the history. The drive support disk was normal. Troubleshooting was performed. The device was returned for analysis.